Event description:
Patient underwent cystoscopy, bladder biopsy and fulguration, right ureteroscopy, laser lithotripsy, and insertion of ureteral stent. During the procedure the nitinol basket used to retrieve stone broke. Inspection of the basket revealed that one of the arms of the 2 arms seemed to be missing. No fragments were visible in patient. (B)(4). Reference MFR # 1820334-2015-00234.